Event description:
On (B)(6) 2008, the pt underwent endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprosthesis. On (B)(6) 2008, one-month follow-up CT showed proximal type 1 endoleak. The physician decided to take a wait and watch approach. On (B)(6) 2010, a talent stent graft (cuff) was implanted at the proximal end of the tag to repair the proximal type 1 endoleak. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.